Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd plastipak¿ syringe, the luer-lock was defective and leakage occurred. The following information was provided by the initial reporter, translated from french to english: the service states that the luer-lock connection is defective on some syringes. In addition, the plunger has been found to be leaking.

Event description:
It was reported that while using a bd plastipak¿ syringe, the luer-lock was defective and leakage occurred. The following information was provided by the initial reporter, translated from french to english: the service states that the luer-lock connection is defective on some syringes. In addition, the plunger has been found to be leaking.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2205043, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issues. Retained samples from the same lot were used for additional evaluation. All product was visually inspected, no damage or molding defects were observed in any of the product, all stoppers were properly assembled onto the plunger rod, the tips were properly molded, and no defects were noted in any of the luers or syringe tips. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, including leakage testing and tip and thread verification. The retained samples underwent these same evaluations and no issues were identified, no leakages were observed, all dimensions were within specified limits , and all product was verified to meet required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported issues were identified. Based on our quality team's investigation, we cannot identify definitive root causes at this time. H3 other text : see h10.